Event description:
The customer has been experiencing low bgs for the past month. The customer stated that in four different occasions the paramedics were called. The customer indicated that they removed the pump for about an hour while they were getting a massage. When the massage was over, the customer felt that their bgs were low. The customer programmed a temp basal of IV and reconnected to the pump. The customer then fainted and when they were revived , the paramedics were assisting them. The reason for low bgs was not determined.